Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Legal claim received alleging that the patient suffers from pain, discomfort, soreness, malaise, swelling, and loss of energy. Alleged also is immobilization and both acute localized damage to tissue and/or bone surrounding the acetabulum and systemic injuries. Litigation also stated excessive levels of chromium and cobalt in patient's blood. Comment: it should be noted that the law firm uses the same (or similar) complaint for all patients, so it is possible these symptoms are not specific to this patient.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 9/26/2014 - ppd with medical records received. Patient revised to address disability. Upon revision, a pseudotumor was noted. The information received does not change the MDR decision. This complaint was updated on: 10/07/2014.

Event description:
Update: (B)(4) 2014- sales rep reported revision surgery. Patient was revised to address cup loosening. This complaint was updated on: (B)(4) 2014.